Manufacturer narrative:
Ins model 7427, serial #(B)(4), implanted: (B)(6) 2008, explanted: unknown; extension model 748951, serial #(B)(4), implanted: (B)(6) 2003, explanted: unknown; extension model 748951, serial #(B)(4), implanted: (B)(6) 2003, explanted: unknown; lead model 3998cws, serial #(B)(4), implanted: (B)(6) 2003, explanted: unknown.

Event description:
It was reported that the patient was admitted to the hospital intensive care unit twelve hours following implanting of a neurostimulator because of high potassium levels and a heart rate of 19. The potassium was reported to be fluctuating from high to low. The patient was reported to be a diabetic, have chronic obstructive pulmonary disease and other medical conditions. It was reported that the patient's potassium level needed to be brought under control prior to implanting the neurostimulator. Additional information has been requested, but was not available as of the date of this report.